Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed, eccentric de novo lesion in the distal circumflex coronary artery. The 2.0x15 mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilatation and the balloon ruptured at 30 seconds during the second inflation at 12 atmospheres. The bdc was removed and replaced with another same size mini trek bdc. The procedure was completed with deployment of a xience alpine stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.